Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. UDI# (B)(4).

Manufacturer narrative:
One 831f75 catheter with a monoject limited volume syringe were returned for examination. The reported event of temperature issue was unable to be confirmed. The catheter was submerged in a 37.0c water bath and read 37.0c on a vigilance ii monitor. The thermistor temperature reading accuracy is +/- 0.3c per the vigilance ii manual. The thermistor circuit was continuous. There were no open or intermittent conditions. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. A cut down was performed on the thermistor connector and there was no visible abnormality. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
The swan-ganz catheter was inserted intraoperatively and upon arrival to the unit, the patients temp was reading: 37.8c and then dropped at 31-32c. The patients core temperature was actually 96f-97f. The patients cardiac index (ci) was registering at 1.01l/min and they checked a sv02= 68%. The patient was started on an epinephrine briefly for ci and then turned off. The customer switched out the cables and still did not have a change in the abnormal values. There was no patient injury. Patient demographics were unable to be obtained.